Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage occurred. The 90% stenotic, 2.5x28mm, concentric, de novo lesion was located in the non-calcified and non-tortuous proximal to the mid left anterior descending artery. Access was obtained through the right radial artery. The physician predilated the lesion with a 2.0x20mm non-bsc balloon inflated to 10atms. Then the physician advanced the 2.5x32mm taxus liberte stent to the lesion, but was unable to cross. The device was removed and the physician observed that the stent was distorted. There were no patient complications. The procedure was completed with 2.5x33mm non-bsc stent. Patient status is reported as "stable".

Manufacturer narrative:
(B)(4).